Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The physician assistant reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 438 mg/dl. Customer¿s current blood glucose level was 308 mg/dl. Customer¿s other blood glucose level was 500 mg/dl and 300 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with visit to emergency room, syringe, insulin pump, urine tests, blood work on fluids, gave fast acting insulin and levimur. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted with performing the high pressure test and the test results was successful. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Harm and treatment codes are updated, the customer was treated with the manual injections and insulin pump in the emergency room.